Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's battery is broken. There was no reported patient involvement.